Event description:
Per spontaneous call from patient; patient stated when she went to inject the medication the injector would not move when she pushed the plunger and pressed the button (patient has whisperject device), and the med did not dispense. She tried again and the med would still not dispense and it is now jammed. Patient provided lot number, but did not have expiration date. Patient did not miss a dose since she had extra medication on hand. Patient did not provide any further information. Reported to (B)(6) by: patient/caregiver.